Manufacturer narrative:
Reader (B)(6) has been returned and investigated with known good strips. Visual inspection has been performed on the reader and no issues were observed. Attempted to perform control solution testing however, test did not fire. Reader was de-cased and visual inspection was performed. Observed debris inside strip port. If the sensor is returned, a physical investigation will be performed, and a follow-up report submitted. Issue is not confirmed to use.

Event description:
Customer reported receiving erratic readings on their adc device. Customer reported receiving readings of 203 mg/dl, 67 mg/dl, 218 mg/dl and 203 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reported receiving erratic readings on their adc device. Customer reported receiving readings of 203 mg/dl, 67 mg/dl, 218 mg/dl and 203 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated with retained test strip. Visual inspection has been performed on the reader and no issues were observed. Control solution testing was performed and no issues were observed, however, test did not fire. Reader was further investigated and de-cased. Visual investigation has been performed on the de-cased reader and dust, dirt, and hair was observed inside the strip port. Therefore, issue is not confirmed to use due to use due to debris inside strip port.

Event description:
Customer reported receiving erratic readings on their adc device. Customer reported receiving readings of 203 mg/dl, 67 mg/dl, 218 mg/dl and 203 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturer date for the reported sensor is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc device. Customer reported receiving readings of 203 mg/dl, 67 mg/dl, 218 mg/dl and 203 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.